Event description:
It was reported that there was a lead warning for low impedance episodes noted on the right ventricular lead. The unipolar impedance was higher than bipolar impedance, so the lead was left programmed in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.